Manufacturer narrative:
Event date was reported to have occurred on an unreported date a few months ago. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported, the patient experienced bacterial peritonitis manifested by nausea, vomiting and "not clear effluents". The same day as event onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with intravenous IV tazocin, intraperitoneal (ip) solventan and ip zetamicin (doses, frequency and duration not reported). Nine days after hospital admission the patient was discharged. At the time of this report, the patient was recovered from the event and the IV antibiotics were discontinued. On an unreported date, pd therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.